Event description:
It was reported that when the patient presented for follow-up, premature eri was observed. The device was explanted. The patients condition is good after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.